Event description:
It was reported the pt experienced a loss of therapeutic effect due to a motor stall on their pump. A critical alarm was heard and confirmed by telemetry. A volume discrepancy was reported (expected volume = 3ml, actual residual volume = 11ml), and a check of the pump logs revealed a motor stall had occurred immediately after the pump was updated after a refill. The pt experienced flu-like symptoms for "about a week" followed by a severe headache. The pt's pump was turned to a minimum rate and the pt was given oral medication to manage their symptoms. A catheter revision was reportedly scheduled. The medications being delivered via the device system were clonidine and dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).